Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that bleeding occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient went to an appointment with her eye doctor, and while there the bleeding from the patient¿s arm was noticed. The patient attempted to stop the bleeding on her own (it was not specified how) however, the bleeding continued. The patient then went to an urgent care clinic for evaluation. The patient ended up receiving three stitches at the sensor site to get the bleeding to stop. The patient was in good condition at the time of report. The complaint states that "bleeding" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.